Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that during implantation of a tm-400 spin implant, the implant fractured during implantation. Due to this, surgery time was extended as the initial implant had to be removed and another device (same size) was used to complete the surgery.